Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the set screw would not tighten and fell out of the header. No audible clicks could be heard during tightening. Device was replaced with no adverse consequences to the patient.

Manufacturer narrative:
The reported set screw anomaly was confirmed in the laboratory and was due to silicone, septum material inside the hex cavity that prevented full insertion of the torque driver.